Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2011-05706. It was reported that during treatment of the internal carotid artery a dissection occurred. The tortuous internal carotid artery was being treated using a filterwire ez 300cm, however the filter wire would not track up the lesion. They tried a 2nd filterwire ez 300cm and it also did not work so they proceed the case without a filter in place. The lesion was very tortuous. The case ended "very badly" with a dissection occurring and the patient having a stroke. It is unknown which device caused the dissection. The patient may have had the stroke prior to the procedure, it is unknown how the procedure was completed or the patient status. Additional information has been requested but has not been received.